Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a revision procedure was performed where the lv lead was surgically abandoned and the crt-d was explanted due to continued loss of capture. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that five years ago the left ventricular (lv) lead impedance measurements were high and out of range. During the device interrogation high threshold measurements with loss of capture (loc) were observed. It was noted that the lv ring to rv and lv ring to can exhibited thresholds of 5 volts and when programmed lv ring to can muscle stimulation was also produced. The device at that time was reprogrammed due to the a lead tip electrode fracture. The reprogramming resolved the issue. This cardiac resynchronization therapy defibrillator (crt-d) was implanted three years later. Over a year later the lv lead exhibited low out of range pacing impedance measurements of 200 ohms. Two months later loc was also observed. The cause of the current loc and low impedance measurements remained unknown as the patient cancelled their follow-up visit. The lv lead and crt-d remain in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.